Event description:
A report was received that during patient¿s explant procedure, the physician realized that the lead was already fractured. The fractured lead was left inside the patient¿s body. The physician wanted to revise the lead with consent from the patient who had not yet decided to replace the lead. No further course of action.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.